Manufacturer narrative:
The device was returned to olympus (B)(4). For evaluation. The evaluation of the device confirmed the following: defect of the cable was noted. The reported event was caused by the defect. The manufacturing history (DHR) confirmed no irregularity. Omsc guessed that the defect of the cable was caused by the excessive stress. There is possibility that the excessive stress was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was noisy. There was no report of patient injury associated with this event.